Event description:
On (B)(6) 2012, it was reported that the patient thinks the infusion device delivers too low an amount of insulin and the device has displayed e4 (occlusion error) on several occasions. On (B)(6) 2012 at 10:00pm, the patient¿s blood glucose level was 8.4 mmol/l (151.2 mg/dl) and the patient administered 1.5 units of insulin via the infusion device. On (B)(6) 2012 at 6:00am, the patient¿s blood glucose level was 8.1 mmol/l (145.8 mg/dl) and the patient administered 1.5 units of insulin via the infusion device. On 09/28/2012 at 7:30am the patient ate 3 be and the patient administered 4.5 units of insulin via the infusion device. On (B)(6) 2012 at 12:00pm, the patient¿s blood glucose level was 13 mmol/l (234 mg/dl) and the patient administered 3.0 units of insulin via the infusion device. On (B)(6) 2012 at 12:30pm, the patient ate 4 be and the patient administered 6.0 units of insulin via the infusion device. On (B)(6) 2012 at 3:30pm, the patient¿s blood glucose level was 17 mmol/l (306 mg/dl). The patient checked the infusion set and did not detect any leaks or occlusions; he then administered 5.0 units of insulin via the infusion device. The patient did not require medical¿

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits (e4) of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.